Event description:
It was reported that during device preparation and prior to use in the anatomy the protective sheath was removed from the 2.75 x 38 mm xience xpedition stent delivery system (sds) without resistance noted, however, the inner member was noted to be separated 3-4 cm distal from the guide wire notch. The device was not used; there was no patient involvement. A second xience xpedition sds was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.